Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had an increase in urinary frequency since (B)(6) 2017. Patient confirmed the implantable neurostimulator (ins) was on and at 3v during the call. There were no further complications that have been reported as a result of this event.